Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. (B)(4). Investigation summary: one photo was provided and investigated. The needle assembly is in a plastic bag. It shows like a black line in the plastic shield. No other defect is observed. One sample was received. It came with a plastic shield. A visual inspection was performed. The top area of the plastic hub and the needle have a layer of black dried matter. It is over the white epoxy. The plastic shield is clean, with no black foreign matter adhered to it. The sample was sent to a laboratory for testing. It is inconclusive as no material in the manufacturing site has a match to this foreign matter. Investigation of the assembly lines was carried out from the process where the needle hub and the needle are assembled to the process where the plastic shield is assembled. No residues of any black foreign matter were observed. Associates in the production area could recognize it, and claimed never seen something similar during the years have been working for bd. The black matter was not identified via ftir test reports. Based on the investigation and photo analysis, the symptom reported by the customer is confirmed. A device history record review was completed with zero defects found. No quality notifications were written for this batch, nor for the associated assembly batches. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends. Investigation conclusion: this is the 1st complaint for lot # 9058609 for this type of defect or symptom. There was no documentation for this type of defect during the entire production run of this batch. Based on the investigation and photo analysis the symptom reported by the customer is confirmed. This is the 1st complaint for this lot. This lot was produced for 0.33mm units, this is cpm of 2.9. We will continue monitoring the complaints of this lot and product. Root cause description: root cause could not be determined based on the ftir report. Rationale: CAPA not required at this time.

Event description:
It was reported that needle 16ga 1in nokor ce-euro had foreign matter. This was discovered before use. The following information was provided by the initial reporter: customer complains that the product is dirty.